Manufacturer narrative:
Problem code and device code 1069 captures the reportable event of stent shaft broken. Investigation analysis: a polaris ultra stent was returned for analysis. A visual evaluation of the returned device found that the stent shaft was ripped/torn. The bladder pigtail was also found ripped/torn the suture hole to the sideport. The failures found (stent break & stent torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an polaris ultra stent was used during a nephrolithotomy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the device was fractured. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an polaris ultra stent was used during a nephrolithotomy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the device was fractured. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.